Manufacturer narrative:
Citation: rosato et al. One-year outcomes after surgical versus transcatheter aortic valve replacement with newer generation devices. J clin med. 2021 aug 20;10(16):3703. Doi: 10.3390/jcm10163703. Earliest date of publish used for date of event. Medtronic products referenced: evolut r and evolut pro (PMA# npt, product code p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding one-year outcomes after surgical versus transcatheter valve replacement. All data were collected from multiple centers between december 2010 to june 2012 for surgical valves and dec 2016 to september 2018 for transcatheter valves. The total study population included 7,870 patients with 5,350 patients (predominantly male, mean age 73.2 years) in the surgical aortic valve replacement (savr) group and 2,520 patients (predominantly female, mean age 82.1 years) in the transcatheter aortic valve replacement (tavr) group. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, an unspecified number were implanted with a medtronic evolut r, evolut pro or engager bioprosthetic valve in the transcatheter group. No unique device identifier numbers were provided. Among all patients, 53 deaths (35 in savr and 18 in tavr) occurred within 30 days and 196 deaths (116 in savr and 80 in tavr) at one year follow-up. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stroke, major vascular injury, valve migration, arrhythmia requiring permanent pacemaker, cardiogenic shock, infection/sepsis, cardiac tamponade requiring intervention, severe paravalvular leak (pvl), and myocardial infarction (mi). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.